Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report could not be duplicated during evaluation. The device was tested using a test auxiliary power supply and test batteries. The device was fully evaluated by performing multiple power cycles with battery and auxiliary power supply both separately and together, hot-swapping batteries with and without auxilary power, and performing general defibrillator functions during bench handiing. Internal inspection resulted in no findings. No faults were found with the device. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.